Event description:
The account alleges that the sheath did not tear correctly. The two halves of the sheath extrusion appeared wavy and non-uniform along one side, indicating stretching. Additionally, one of the sheath hub tabs was separated from the sheath extrusion.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. Root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified. Corrective actions are in process.